Manufacturer narrative:
A getinge field service engineer (fse) evaluated and found that the batteries were fully charged. Fse verified that the a/c light and the battery charging indicator were illuminated. After fse speaks with armando (biomed), he comes to know that when the iabp came to biomed the pump console was not sitting in the cart correctly so biomed pushed it in as intended and the batteries began to charge. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is not charging the battery. There was no patient involvement.